Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found, which can be considered to be the root cause of the clinical observation. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the implantation procedure contributed to this observation. Furthermore cuttings in the insulation were found which occurred most likely during surgery. In summary, the fixation helix was found deformed, which occurred most likely during the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was implanted and after the implant, while the patient was still on the table, the lead was tested and the impedance was less than 100 ohms. It was not sensing or capturing in a bipolar configuration. It was determined that the lead was somehow damaged during the implant. This lead was explanted and replaced. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. This device was returned without oos documentation.

Event description:
This lead was implanted and after the implant, while the patient was still on the table, the lead was tested and the impedance was less than 100 ohms. It was not sensing or capturing in a bipolar configuration. It was determined that the lead was somehow damaged during the implant. This lead was explanted and replaced. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.